Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ indicates a power failure. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that paddle can't be identified. There was reportedly no patient involvement. It was determined that this was not a malfunction, but the failure was attributed to user error, failing to clean the paddles. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error, failing to clean the paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The paddle not being able to be identified was attributed to user error. The rust was removed from the paddles and returned to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.